Event description:
Reporter noted chamber fluctuations, resulting in posterior capsule tear; anterior vitrectomy performed. Pt is reportedly doing will post-op. Felt this was not a machine problem, but due to trying new technique.